Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent far-field oversensing. Technical services reviewed and advised due to the automatic gain control there are no programming solutions. Additional information has been requested but not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent far-field oversensing. Technical services reviewed and advised due to the automatic gain control there are no programming solutions. Additional information from the field representative provided an x-ray was completed. Nothing was noted on the x-ray. Patient will continue to be monitored. No programming changes were made at this time. This ICD remains in service. No adverse patient effects were reported.